Manufacturer narrative:
The implant procedure continued without further incident. The device remains in service. No additional information was provided.

Event description:
Boston scientific received information while performing ventricular pace threshold test during the implant procedure, this device exhibited loss of radio frequency telemetry at the same time the patient exhibited loss of right ventricular capture. The patient was asystole for approximately four seconds. Telemetry was re-established and right ventricular capture was regained. No adverse patient effects were reported.